Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Per the information received, the end user was sedated with midazolam and propofol +/- muscle relaxant prior to intubation; per the report, intubation methods were not aggressive and/or traumatic. It was further reported the nurse had to change the endotracheal tubes many times to check for fabrication errors which puts the patient safety and status in danger. The device is still stated to be used in the hospital, however not in the intensive care unit. An investigation was performed that included a review of the assembly record with no defects observed during the vacuum test. The risk assessment file does cover few potential causes and its controlled. A review of the complaint trend from 2009-ytd august, 2014 was reviewed for leak issues with no negative trend observed. No root cause was determined based on the investigation performed. Several attempts for additional information has been requested, however no additional information has been provided to date. (B)(4).

Event description:
It was reported the end user was admitted to the intensive care unit for multipoly trauma with left pneumothorax due to fall from 12 meters high. Urgently intubated upon admission to unit with cuff found deflated on the second day of intubation.